Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colon resection procedure, the device would not close on the colon. The white blade protector would not let the device close. A new reload was used but it did the same thing. They opened a new handle and the it worked. There was no patient injury.